Event description:
The company was informed that the electrode array has migrated out of the patient's cochlea. Surgery was performed to reinsert the electrode array; however, it was unsuccessful due to scarring. The patient's device was explanted.